Event description:
It was reported that during a surgical procedure the navigation device failed to make a communication connection with the navigation camera, which resulted in a 30 minute delay to the procedure. Backup equipment was used to successfully complete the procedure. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.